Event description:
It was reported the single use ligating device handle broke and the nylon ripe was not released and had to be removed with pliers. The issue occurred during an endoscopic submucosal dissection. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.